Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45, lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds. The rv outputs were reprogrammed. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.